Event description:
These are titanium screws placed in the jawbone. Rptr has been using them for 5 years with no problems. Recently there has been a design change. The fixture mounts are much thinner now. While screwing the screws into the jawbone the fixture mount snapped in half. This is the 3rd time this has happened since the change. This has only happened with the wide body implant. Rptr is concerned that if the break had happened midway into implant there would be a potential pt problem as well. Rptr feels this should not be happening. The implants themselves are fine. It is just the fixture mount that presents a problem. This was reported to MFR 2 months ago, who said they have had only 5 other reports of this problem.